Manufacturer narrative:
The manufacturing batch lot was provided. A review the device history records for the guidewire involved in this incident revealed the product met specification prior to shipment. The device was not received for analysis; therefore no physical analysis of the product can be performed. The product is reportedly being returned for analysis but wasn't received by the time this report was submitted. Based on the information received to date an exact cause for the incident could not definitely be determined. If the product is returned for analysis or additional information is received a follow-up medwatch report will be submitted. Product hasn't been received.

Event description:
As reported; "safari coiled and stuck inside the 6 fr catheter. No possibility to continue. Physician had to cut the wire to remove it. Proceeding with another of same device without any problems. Patient was always stable."

Manufacturer narrative:
This is a follow-up to the previous medwatch report as product was received for analysis. The manufacturing batch lot was provided. A review the device history records for the guidewire involved in this incident revealed the product met specification prior to shipment. The device was returned for evaluation. As received, the specimen consisted of one each safari2 275cm sml crv; returned coiled, loose with the detached proximal 74.95cm long segment loaded into the dispenser assembly, and double-bagged within "zip-lock" style poly biohazard pouches. As the specimen had been returned after removal from the catheter, the complaint of stuck inside the catheter could not be confirmed. The proximal 74.95cm had been cut from the body of the device. The specimen presented stretched coil wraps, offset/overlapping coil wraps, cut coil wraps, coating damage and bends scattered over the length of the device with the greatest concentration of coil and coating damage located 3.0cm distal of the cut and 7.5cm proximal of the cut. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.